Event description:
Patient has history of breast carcinoma, mastestomy radiation (9/90). Staged reconstruction. 11/5/93 implant was explanted on 12/8/93 because of right breast dehisince, extrusion of implant. Physician implanted smaller size on 12/8/93.